Event description:
The customer obtained higher than expected vitros tropi es result from a patient sample processed on the vitros eciq immunodiagnostic system. Tropi es result=0.124 vs. Expected < 0.012 ng/ml. Biased results of the direction and magnitude observed may lead to inappropriate physician action if undetected. The result was not reported from the laboratory and there was no allegation of patient harm as a result of the event. (B)(4).

Manufacturer narrative:
The investigation determined that non-reproducible, falsely elevated vitros tropi es result was obtained from a patient sample processed on a vitros eciq immunodiagnostic system. A vitros tropi es reagent and an instrument issue cannot be ruled out as potential contributing factors due to the limited information available for evaluation. In addition, the investigation could not determine if the customer had processed the patient sample in accordance with the tube manufacturer's recommendations. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. Therefore, the effect of improper sample processing could not be ruled out as a contributing factor. The assignable cause of this event is unknown. The investigation is on-going.